Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 320 was not confirmed during service evaluation. Upon further review, the quality engineer has identified the confirmed reported condition as failure (B)(4). The assignable cause was a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. The user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with a failure code of 320:435. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.